Manufacturer narrative:
Product event summary: at analysis it was noted that the stylus cable was damaged (sharp bent) although it was working, the power bay cover was broken and during the functional test there was a fail, driven lead and wrist electrode cm and it was noted that the electrocardiogram connector seemed to be broken (loose). The stylus, power bay cover and electrocardiogram connector were all replaced to resolve all.

Event description:
It was further reported that the product was returned for service.

Event description:
It was reported that the programmer "was defective and did not work." Further information received reported the programmer was in the catheter room for implants. During a procedure, the atrial "canal" on analyzer didn't work anymore and had a wrong detection/threshold. The programmer and analyzer were exchanged during the procedure to complete this one correctly. The programmer and analyzer are expected to be returned for service. No patient complications have been reported as a result of this event.